Event description:
On (B)(6) 2010, this (B)(6) male pt was implanted with gore excluder aaa endoprosthesis. On an unk date, a proximal type I endoleak was discovered. On (B)(6) 2012, this pt was implanted with a medtronic cuff to treat a proximal type I endoleak.